Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band would not hold air pressure. There was 18ml of air injected into the tr band when it was applied. The tr band started to deflate after initial inflation. There was no noticeable damage to the device. The location of the leak is unknown. The patient remained in stable condition and there was no patient harm. Hemostasis was achieved by a second tr band. The procedure performed prior to the use of the tr band was left heart catheterization. The estimated blood loss was less than 250cc.